Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure twenty days prior (patient gender, age and weight unknown). According to the complainant, during the procedure the cre balloon leaked when inflated to 90psi. The procedure was successfully completed at that time. No part of the balloon detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample was returned for evaluation and a visual examination revealed that the balloon material had been removed from the catheter and the single lumen was severely stretched. The stretched single lumen, the missing balloon material and distal tip were most probably as a result of the burst balloon material becoming caught on the inside of the endoscope during removal of the catheter. The maximum inflation pressure for this balloon is 6 atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.